Event description:
It was reported that the patient experienced an increase in charge frequency. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted products will not be returned due to hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500/m365sc2218700, model: sc-2218-50/sc-2218-70, serial: (B)(6), batch: 17047552/17116351/17116353/17116353.